Event description:
A nurse reported that a handpiece was plugged during a procedure. The patient experienced a corneal burn to the right eye and needed a suture to close the wound. The procedure was completed after exchanging the handpiece. The doctor stated it was a very dense cataract and the occlusion bell rang multiple times during the phacoemulsification portion of the surgery. A questionnaire was received from the surgeon stating the corneal burn resolved without further treatment.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was manufactured on january 5, 2011. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).